Event description:
The pt received his scs system on (B)(6) 2009. It was reported that the pt was not getting stimulation where he needed it. He was reprogrammed several times with no success. The system was explanted on (B)(6) 2010. The explanted ipg was returned to the manufacturer for evaluation. No additional info is available at this time.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.